Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If further information becomes available a supplemental report will be sent. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 7 months post implant of this annuloplasty ring, the device was replaced with a mitral bioprosthetic valve for unknown reasons. No other adverse patient effects were reported.